Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Syringe packaging was discarded but it was a 30 ml syringe. Comments: anesthesia provider (different person than above) noted ¿black speck¿ in the propofol.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a black speck in the propofol. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with a white solution and a black speck. From the photo, it is not clear if the speck is embedded degraded resin. No other information could be obtained from the photos. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received syringe packaging was discarded but it was a 30 ml syringe. Comments: anesthesia provider (different person than above) noted ¿black speck¿ in the propofol.